Event description:
It is reported this event occurred on a (B)(6) male pt, (B)(6). The catheter was inserted for shoulder surgery and the pt was sent home with the catheter in place. The pt was instructed to remove the catheter on the fourth day. When the pt began to remove the catheter, there was some resistance and upon pulling harder, separated the catheter to expose the spring wire guide. He took himself to the hospital where the catheter was removed intact. There is no reported pt injury, complication, or death. At this time there is no confirmation that the retained fragment has been removed.

Manufacturer narrative:
(B)(4).